Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 from (B)(6) to (B)(6) 2021. Customer¿s blood glucose was in 500 mg/dl. Customer stated currently they are not on insulin pump. The customer did not experience any symptoms such as a result of high blood glucose customer¿s blood glucose was treated with intravenous insulin drip. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged insulin pump did not delivery insulin. The insulin pump will be returned for analysis.